Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: according to the surgeon it was a routine surgery on a female patient with no prior operations. A gold reload was used with peri-strips. The first firing of device was fine. On the second firing, the staples on the stomach side did not completely form. The surgeon stated that he always fires with the anvil side up and has not seen a malformed staple in years. A 34 fr. Lavage tube was used and he is careful to stay away from the tube while firing the device.

Event description:
It was reported that the surgeon noticed that upon initial firing of the powered plus with gst staples were malformed. He used gst60d with peristrips. Patient consequence is unknown.

Manufacturer narrative:
(B)(4). Photographic analysis: three pictures were provided. First picture shows what appears a piece of metal. Second picture shows tissue with a staple line, on the left side can be seen some staple legs, protruding from the tissue. Third picture shows a staple line, and what appears an unformed staple can be seen. Based on the photos alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.